Event description:
Computerized tomography reports that the pump broke off near the heparin line causing bloodleak during treatment. The machine alarmed. The line was changed and treatment resumed with out further incident. The estimated blood loss is 150 cc as the arterial line was replaced. No additional ill effects. The sample is available for analysis. MDR filed due to bloodloss only.